Manufacturer narrative:
Pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked liquid crystal display controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display.

Event description:
The customer was reported via phone call that the customer broke their pump while jumping on a trampoline. Device has a crack on the screen. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is 107 mg/dl. No further details or information available. Device was able to lock into place. The device will be returned for analysis.